Event description:
Customer reported a spectrun monitor would turn off and restart on its own, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the units front panel, calibrated and safety tested unit to factory specifications.